Manufacturer narrative:
The complaint of an alarm on the140159291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 5230217 was reviewed and no relevant non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event occurred on an unspecified date and involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm, where it was reported there were multiple proximal occlusion a alarms appearing across the customers fleet of plum 360 pumps and experienced by multiple users. These pumps have had their annual preventive maintenance at the end of june and all passed within specification and no failures. The pump alarmed when switching from b line to a line. There was patient involvement, however no report of patient harm.